Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing broke at the safety clamp during priming. It was further reported there was no patient involvement.

Manufacturer narrative:
Supplement required to report the correct reportable awareness date in the global reportability tab; correct awareness date is 26aug2019. (Originally reported as 27aug2019). The customer¿s report that the tubing broke at the safety clamp during priming was confirmed by visual inspection. The separation occurs between the lower fitment of the pumping segment and the pvc tubing. The lower fitment's outlet and the pvc tubing were measured and were within specifications. Functional testing could not be performed due to the set's separation and obvious leaking that would occur. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a separation at the engagement between the lower fitment and the pvc tubing. Closer inspection of the separation under a lab microscope observed that the pvc tubing had insufficient solvent applied at the engagement during the manufacturing process. Clear liquid was seen from the drip chamber to the lower fitment. All other engagements were sturdy. No other anomalies were observed with the received sets during initial visual inspection. Functional testing was not performed due to the set's separation and obvious leaking that would occur. The customer¿s report that the tubing broke at the safety clamp during priming was confirmed. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/ or operator error.

Event description:
It was reported that the tubing broke at the safety clamp during priming. It was further reported there was no patient involvement.